Event description:
It was reported by the customer's father that the customer's insulin pump is frozen on bolus menu and the buttons are not responding. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was monitored and the time clock advances. Insulin pump passed stop current test, run current test, self test, off no power test, and error test. No frozen display noted during testing. Insulin pump had a button response functioned properly, however found corrosion on keypad traces. Insulin pump received with cracked case on the lcd display window corners, cracks on lcd display window, minor scratches on lcd display window and cracks on the reservoir tube lip.